Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when this event occurred. The facility representative did not know if there were any reports of patient involvement, and stated that there were no reports of patient injury or medical intervention. No additional information is available. (User interface module master software version is 6.63.92). On (B)(6) 2011, the baxter field service technician serviced a colleague device, product code dnm9163l, sn (B)(4), for a battery issue. The process step was unknown and no patient injury is reported. Any report of patient involvement is unknown. The baxter field service technician repaired the device on site. As such, the device will not be returned to canadian technical services. Incident date: unknown.

Manufacturer narrative:
(B)(4). The reported malfunction of a battery issue was confirmed and reproduced. The root cause was attributed to user error. The main batteries and battery harness was replaced to fix the problem. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.